Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03374. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. After the transseptal crossing before any watchman product was opened, the physician was attempting to place a guide wire in the left upper pulmonary vein (lupv); however, it kept falling into the left atrial appendage (laa). Once the guide wire was placed into the lupv and the transseptal sheath was exchanged for the watchman® access system, it was noted that a small effusion was visualized on the first angiographic injection of contrast. They decided to proceed with the case as the patient was stable and showed no signs of distress. A 24 mm watchman ® laa closure device was used with only one deployment. The closure device was successfully implanted. The patient was sent to post anesthesia care unit (pacu). A couple hours later, the patient experienced chest pain. A bedside transesophageal echocardiogram (tee) was performed and pericardial effusion was found. It was noted that they were unaware of any size changes from the pe noted during the procedure. A percutaneous drain was placed and 800 ml of fluid was removed. The patient did well and was discharged from the hospital two days later.